Manufacturer narrative:
During the index procedure two resolute onyx des were implanted into the cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted- one into the cx and one into the rca. The cec adjudicated non q wave mi (target vessel) 3rd udmi, prox cx. Side branch occlusion of the cx was reported. Cec adjudicated stent thrombosis as no event.